Event description:
It was reported that the patient's stimulator system was removed due to allergic reaction. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.